Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting call service alarm 069. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/3/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: hard ¿cs69¿ alarm was reproduced during the rewind step, unable to verify all steps. The ¿cs69¿ failure is defined as language file corruption while retrieving the language text. Unrelated, the battery compartment is cracked at the case seal.